Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the forearm. After a non-bsc guidewire was passed through, a 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. However, the balloon and the guidewire got stuck for about 5cm from the tip of the guidewire. Both devices were removed and the physician tried it outside the body if it could be used, but it remained being stuck. The procedure was completed with another of the same device. No patient complications nor injuries were reported.